Event description:
Additional information was received from a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 852.9 mcg/day) via an implantable infusion pump. The patient's relevant medical history included cerebral palsy with spasticity. It was reported after a motor stall was revealed in the logs they attempted reprogramming which did not work. The pump was replaced as a result and was to be returned. The patient was sent home in a habitual state and was okay. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received on 2016-02-11 with the returned product and noted this was a female patient. The implant date was not known. The pump had been delivering in flex mode at the time of the motor stall and the estimated elective replacement indicator (eri) was 5 months. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a via health care professional (hcp) via representative of a patient in norway who was receiving lioresal via an implantable pump. The concentration and dose were not provided. The lot number, medical history, and concomitant medications were not obtainable. On (B)(6) 2015, the pump had a motor stall which did not recover in five hours. The logs were read and only this one ongoing stall was in the log. The pump was reprogrammed without success. Reprogramming did not resolve the issue. The cause of the issues was unknown and the issue was unresolved at the time of the event. Initially, no surgical intervention occurred and it was unknown if it was planned. There was no report of patient symptoms and at the time of the report the patient's status was reported as alive-no injury. It was later provided that the representative was to pick up the pump and print information. Additional information has been requested regarding resolution, explant date, and indications for use, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.